Manufacturer narrative:
As viewed through the returned packaging, it was found that the coil was protruding outside the distal tip of the green introducer. No resheathing issues were reported. It is important that all coils should be returned sheathed to prevent potential damages to the coil. Damage was observed by the unaided eye of tip coil buckling and coil damage. The proximal section of the coil has buckling damage. The coil¿s socket ring has been pushed down inside the outer sheath (angle ring section). This condition has produced a loss of concentricity between the distal section of the device positioning unit (dpu) and the proximal end of the coil at the articulating junction. This can produce resistance of various levels. Due to post-procedural handling and packaging, it cannot be determined to what extent this damage was produced during the procedure. The distal section of the coil is undamaged. Located at the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured with the damaged edges elevated above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The most likely contributing factor to the coils severe resistance during insertion into the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which buckled the tip coil section, pushed the coil¿s socket ring down inside the outer sheath, and produced a portion of the coil damage found. In this condition advancing the coil into the microcatheter will be met with stiff resistance. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, the non-specified marvel microcatheter which was not returned comes in tapered and non-tapered models. The tapered inner lumen has a range from 0.017¿ to 0.023¿. The tapered microcatheter can produce potential problems as the instructions for use (IFU) states, ¿the codman microcoil 14 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.019 in (0.419 to 0.483 mm)¿. The tapered marvel microcatheter ranges up to 0.023¿ for an inner lumen. The non-tapered marvel microcatheter has an inner lumen of 0.017¿ which is compatible with the 14 series microcoil system. The rhv was also not returned. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the damages to the device the failures reported by the customer are plausible, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additional damages were found to the complaint product however the circumstances of how those damages occurred could not be determined. Review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the hospital reported that during an embolization of an endoleak at an unspecified target lesion site a cashmere (B)(4) could not be inserted into the microcatheter. The procedure was approached from the femoral artery. The patient was an (B)(6), whose vessels were heavily tortuous but not calcified. A renegade hi-flo (stryker), a carnelian marvel microcatheter (tokai medical products, 1.9fr), and an enpower dcb / cable (lots unknown) were used for this procedure. It was reported that, when tried to insert the complaint cashmere into the microcatheter, the physician immediately experienced a severe resistance at the microcatheter hub. The introducer sheath was properly seated in the hub when the friction occurred. The physician re-attempted the insertion several times, but no avail. The insertion of the coil was aborted, and the embolization by nbca was conducted instead. The procedure was completed without further issues, but due to the event the procedure was delayed for 10 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. There was no unintended detachment of the coils observed in the microcatheter hub. The complained product will be returned for analysis. No further information is available. Failure analysis discovered that the proximal section of the coil was damaged (kinked.)